Manufacturer narrative:
Results: the pusher assembly was fractured approximately 5.0 cm from the proximal end. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pusher assembly was fractured. If the pod pc is forcefully manipulated against resistance, damage such as this may occur. If the pusher assembly is fractured and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. No other devices associated with the complaint were returned for evaluation and therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc) and non-penumbra microcatheter. During the procedure, the physician experienced resistance while forming a pod pc in the target vessel several times. The physician then decided to retract the poc pc; however, while retracting, the pod pc unintentionally detached inside of the microcatheter. Therefore, the microcatheter was removed containing the detached pod pc. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.